Event description:
Customer's nurse reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis. The blood glucose reading at the time of the admission was 673 mg/dl. Customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.